Event description:
Overdelivery reported. The physician wrote an order for a 4-week-old male infant to receive 5ml of liposyn 20% over 15 hours. The infant reportedly rec'd an overdose of an amount that totaled approx 15g/kg intravenous per pump. The infant recovered after he rec'd a double total body volume exchange. Customer report source indicates that their investigation currently indicates "the wrong amount was programmed into the pump; the pump infused properly as programmed." Co requested additional info from the user facility. When any significant info relevant to this incident becomes available, it will be submitted to the agency. No other info is available at this time.